Event description:
A cartridge change error was reported with the pump. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to clean debris from the pump's pneumatic tap area and successfully guided them through the cartridge load process, allowing them to resume insulin delivery.